Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the mount fractured during placement.

Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,11m (tsvm4b11) was returned for investigation. Visual inspection of the as returned product identified a significant amount of debris about the implant threads and at the mount hex. The mount hex is noted to be fractured off and stuck in the mount screw. The screw threads are badly damaged. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and replaced the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1224548. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224548) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or product (tsvm4b11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The following have been updated: date of this report unique identifier (UDI) number: (B)(4). Expiration date. Date received by manufacturer. Type of report: checked "follow-up" if follow-up, what type: checked follow-up type. Device evaluated by manufacturer. Device manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.